Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12/11/2020. The investigation summary was completed on 12/23/2020. It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation issue and a brim cap detachment issue occurred. During the procedure, when the dilator was removed from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large, the hub of sheath came apart in multiple pieces. There was 30 ml bleed back. Patient¿s hemodynamics was compromised due to the issue experienced; however, no additional interventions were required. No air entered the patient¿s body. The sheath was exchanged and the issue was resolved. The case continued without any further incident. An analysis was performed on the pictures provided by the customer. According to the pictures, the hemostatic valve and brim cap appeared detached from the hub. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The device was inspected and the brim cap was found detached from the luer hub. The hemostatic valve and friction ring were not returned. The separation of these parts is due to the detachment of the brim cap. No cracks were observed on the brim cap and observed were some glue residues inside the brim cap. A device history record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis.  Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(4). The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a carto vizigo" 8.5f bi-directional guiding sheath large and a hemostatic valve separation issue and a brim cap detachment issue occurred. During the procedure, when the dilator was removed from the carto vizigo" 8.5f bi-directional guiding sheath large, the hub of sheath came apart in multiple pieces. There was 30 ml bleed back. Patients hemodynamics was compromised due to the issue experienced; however, no additional interventions were required. No air entered the patients body. The sheath was exchanged and the issue was resolved. The case continued without any further incident. A picture of the issue was also provided. The picture shows the brim cap and hemostatic valve of the sheath became detached from the hub. With the available information, this complaint was assessed as a MDR reportable hemostatic valve separation issue and brim cap detachment issue. Since there's indication that the bleeding led to hemodynamics disruption, this event was assessed as "bleeding; however, it was not assessed as a serious adverse event since no intervention was required.